Manufacturer narrative:
Visual examination revealed dried body fluid found on the handle, main shaft and distal end. Dried saline found on distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Tc+, tc-, ring 1, me1, me2 and me3 shorted to tip with and without shaft manipulation, and in all curve configurations. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found a broken center support between rings 2 & 3. Also found debris throughout the distal end cavity. Ahal found dried saline crystals throughout the distal end cavity. Also found ductile dimples on the center support fracture surface along with a slight bend, indicating that the fracture occurred due to a ductile overload (excessive bending). No evidence of cracking or separation of the steering wires at the soldered areas were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 20dec2019. It was reported that the d07 'temperature too high' error occurred. During atypical flutter ablation, approximately six radio frequency (rf) therapies were delivered before the error d07 'temperature too high' was displayed on the on maestro generator. After checking connections and settings, rhythmia mapping specialist replaced the intellanav mifi oi catheter which immediately remedied the issue. The procedure was completed successfully, and no patient complications occurred. However, returned device analysis revealed saline leaks in the distal section.